Manufacturer narrative:
Additional narrative: date of event is unknown. This report is for one unknown locking screw. Information as to whether the device was implanted or explanted is not available for reporting. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. A metal fragment was returned. The fragment has a light green color, is in a semicircular shape, and has threads on the outside which are worn. The fragment is approximately 3.5mm in height. And approximately 6.5mm in diameter. The fragment appears to be from a locking screw. The part number is unable to be definitively determined. Under magnification a partial lot number can be read 8537xx. Unknown part number and lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a conical extraction screw for large screws and 4.9 bolts malfunctioned during an unknown procedure. While using the conical extractor screw, the surgeon noted that threads began to peel off of the instrument, and a thread fragment was generated. The fragment was retrieved, and the conical extraction screw and the fragment are available to return. There was another conical extraction screw available to use to complete the procedure. There were no reported fragments left embedded in the patient, and there was no reported harm to the patient. The reporter was not present during the procedure, and confirms that all known information has been provided. An unknown metal fragment was returned. Upon investigation and a metal fragment that was returned was identified as possibly being a locking screw. This report is for an unknown locking screw. This report is 2 of 2 for (B)(4).